Event description:
There was no patient involved in this event. This device malfunctioned because the device was depleting pad-paks before their expiry date. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2012. A temperature reading of minus 2.0 degree c was recorded within this period. Manual events of 10 minute duration occur after (B)(6) 2012 would indicate the device was switching itself on automatically. The device failed on (B)(6) 2012 due to a speech chip error. The device was disassembled for investigation and an inspection revealed corrosion across the membrane tail within the connector which would have caused a power surge resulting in the damage to the microprocessor and causing the fail. There is sufficient evidence to suggest the device was not being adequately stored. Exposure of the device to adverse environmental conditions is known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.